Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: visual inspection confirmed that the battery compartment threads were stripped. A crack was also observed at the pump case seal. Evaluation also revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, stripped battery compartment threads, and a crack at the pump case seal. This report is made based on results of investigation completed on (B)(4) 2013.